Event description:
The patient had dental work performed and did not feel well and was subsequently admitted with fever and leukocytosis. Blood cultures were positive for streptococcus viridans. Echo showed significant "echodensity" on and around the valve. The pt was initially treated with antibiotics; however, the "echodensity" worsened. Intraoperatively, there was a "tremendous" amount of organized clot or vegetation. After the valve was removed, an excess amount of tissue growth was also noted in the mid-annulus as well as the sinus of valsalva. The valve was replaced with 21ahp-105.